Event description:
Patient complains that droplet brand pen needles do not screw onto pen needles easily and also leak. This may be preventing this patient from getting appropriate insulin doses. Symptoms: 1. Inappropriate insulin administration.